Event description:
It was reported that during an ear nose and throat cochlear implant surgery, it was observed that the cutter device was smoking and not cutting well during surgery. As a result, there was a one minute delay to the surgical procedure. It was reported that an identical spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A visual and dimensional assessment was performed which revealed that there were small flat spots on the ends of the cutting flutes. Therefore, the reported condition of not cutting well was confirmed. However, the reported condition of smoke could not be confirmed. Burrs that begin to smoke are discolored due to high temperature and the device was not discolored. The assignable root cause of the small flat spots was due to excessive deburring where a small amount of the cutting edges of the flutes were removed by the wire wheel. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.